Manufacturer narrative:
Eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp. (This follow-up MDR was mailed to the FDA on 6/19/98).

Event description:
The iab was inserted into the pt transthoracically on 4/3/98. On 4/4/98 after iabp for 30 hrs, the "leak in iab" alarm sounded from the sys 97 pump and blood was noted in the tubing. The iab was removed and a second iab was inserted into the pt. [Event complications]: none from the event-reported 4/8/98, 4/21/98. [Pt's current status]: unremarkable-rpt'd 4/21.